Manufacturer narrative:
It is indicated that product is not returning for eval. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover and non-conformances. Results of the query of similar incidents in the complaint system for this lot did not indicate a manufacturing issue. Although the root cause analysis did not include return testing, improper techniques was identified in the complaint. This could not be ruled out as a cause of the unexpected results. Based on the info available, there is no indication of a product deficiency. Corrective action is not required at this time. The issue will be subject to tracking and trending.

Event description:
Caller alleging receiving discrepant high inratio value. (B)(6) 2014 - nurse obtained an inratio of 5.1 drew blood and sent to the lab within 30 minutes lab results was 1.7 physician increased warfarin dose from 3mg to 5 mg based on lab result. Patient's therapeutic range 2-3.